Manufacturer narrative:
The side rail swing arm bracket and the side rail were replaced by the tech to resolve the issue.

Event description:
The account alleged that the side rail was broken and would not latch. No pt impact.